Event description:
In 2003, a pt underwent device implantation for closure of an atrial septal defect. Three days post procedure, the pt became very ill, and was found to have developed a staphylococcal septicaemia with systemic sepsis, septic emboli to the feet and lungs, septic arthritis, and an abdominal abscess. It is unknown if the abdominal abscess was present prior to the procedure. The pt was placed on antibiotic therapy, and the device was surgically removed 13 days later.